Event description:
It was reported that during an unk procedure, the device cut but did not staple. Unk how the case was completed. There was no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary - the analysis results found that the long45a device was received in good visual condition and with a reload loaded in the device. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the stapes as intended. The device fired and cut without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. It should be noted that all instruments are inspected 100% for staple presence by an automated vision system. In addition, a sample of the batch is inspected at fgqa to ensure the device meets the required specs prior to shipments. A batch record review was performed and no anomalies were found during the mfg process.